Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, was not able to confirm the customer failure "error e104" however the customer failure "the screen went black" was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video scope experienced an e104 error and black screen. The issue was found during a laparoscopic hysterectomy and the intended procedure was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.